Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# 0208799232, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter; product ID 7472, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient developed an infection two weeks post-implant which was diagnosed five days prior to the report. The infection was reported to have been located at the device pocket. The patient was being treated with antibiotics as a result of the event. The implantable neurostimulator (ins), pocket adaptor, and extension were all explanted three days prior to the report. It was noted that the explanted products would be replaced in the future. The infection was not expected to be product related and there was no alleged product issue at the time of report. Nine days after the initial report additional information received reported that the connector and ins tested positive for staphylococcus aureus. The patient was to remain on antibiotics for the next couple of weeks. The pocket was being flushed. The patient was doing well at that moment and was to receive an additional MRI the next week. No further outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.